Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿the mesh was covered with omental and bowel adhesions. A small loop of bowel was adherent to the anterior abdominal wall. A piece of this small bowel was pulled up through a small defect in the abdominal wall. Further dissection revealed a fluid cavity with clear yellowish fluid. The bowel was eroded up into the subcutaneous space and a piece of mesh was there and somewhat bile stained, consistent with mesh infection and mesh erosion into bowel with a fistula. The entire abscess cavity was excised as was the mesh. A small bowel resection was performed. A component separation was performed.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 08/24/2021.

Manufacturer narrative:
Date sent to the FDA: 4/26/2024 additional information: a1, a2, d4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 4/26/2024 corrected information: d6a additional b5 narrative: it was reported that the patient underwent hernia repair surgery on 5/3/2010 and proceed was implanted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 4/30/2024. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.